Manufacturer narrative:
After the reported event, the affected device was checked by a draeger service technician who also downloaded the electronic log file. Based on the information logged therein the case in question was started on april 25th at 7:17a.m. The logged peep values were stable during the entire case. The log did not contain relevant entries in context with the reported behavior. However, during his device check, our service technician was able to reproduce the reported slow pressure decrease during expiration and determined that it was due to a sporadically sticking peep valve. Within further inspection of the breathing system neither moisture nor any other contamination could be found, which could have restricted the function of the peep valve. The problem could be solved by re-assembling the peep valve assembly according to the latest draeger instructions which ensure that the diaphragm of the peep valve is mounted free of tension. Thus it was concluded that the reported event was due to unwanted tension within the peep valve diaphragm, which can result from an unfavorable assembly of the peep valve. In this context draeger introduced improved assembly instructions end of 2012. The affected device has already been repaired accordingly. The amount of similar cases is significantly below the values that provide basis for our risk management. Consequently, no further actions are required at this time.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the expiratory volume curve was shown as if a serious obstruction is existent; this was only noticed during automatic ventilation. During manual ventilation the curve is correct. An obstruction of the patient was excluded. No patient injury reported.